Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. This oversensing was reported to be caused by post paced t-wave oversensing. The device was successfully reprogrammed. The patient was stable and asymptomatic.